Manufacturer narrative:
Additional information was added to h6. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) displayed that it was pulling amiodarone (inotrope); however, no drips were in the chamber of the unspecified set and the volume in the bag did not change. This event occurred during delivery while the patient was connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.